Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The remaining portion of the needle was reported to have been discarded. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported via FDA medwatch letter (mw5085383) that as the device (multifire scorpion needle) was inserted into the subacromial space, the delicate tip came into contact with the acromium process and the tip broke. Part number ar-13995n, lot number 10263049. Additional information obtained 4/11/2019: the procedure was a shoulder arthroscopy-rotator cuff repair. The needle tip was not located and it is unknown if the needle tip was removed from the shaver suction or remained in the patient. The remaining portion of the needle was not kept and is unable to be returned for evaluation. The lot number of the mating device (hand piece) is unknown. It was reported that the needle hit the acromion and broke at that time.